Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the pt said their controller had been acting irregular. Pt said they had been charging for 2.5 hours and the ins only charged to 30% (controller dropped from 100% to 60%). Pt said it had been blinking on and off and checking for quality. Pt said after 2 hours and 40 minutes, the ins increased up to 50%. Pt said they were not moving and charging, and somehow their stimulation also changed from group b to c. Pt said it "shocked the shorts" off of them and scared them. Pt said they were able to get it switched back. Pt mentioned that they've tried taking the battery out of the controller twice and that did not resolve their issue. Pt inspected the rtm and controller port; pt said they both looked good. Pt does not notice the rtm getting hot while recharging, pt said it gets to about the same temp as their body. An email was sent to the repair department to replace the rtm.

Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.